Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit alarmed intermittently. The fse replaced the user interface and the issue was resolved. The unit passed performance verification testing.

Event description:
It was reported that the unit declared an error 1105 (alarm led failed). There was no patient involvement. Event date not specified; estimate used.